Event description:
It was reported by the covidien territory manager that a halo flex generator did not pass the self test. It remained stuck in that mode despite any measures that were taken to correct it. The user facility indicated that a second generator was available to successfully complete the case.

Manufacturer narrative:
Based on the info provided, the condition of the device when received and the investigation performed, the reported failure: "generator did not pass self-test" was confirmed. The root cause was found to be a memory allocation issue at power on self-test (CAPA (B)(4)). A new version of software (v5.21) corrects this issue. (B)(4).